Event description:
It was reported that cadd solis vip pump alarms cassette not attached, during testing. No patient involvement reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, found contamination under dso (downstream occlusion) sensor seal. Replaced the dso sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.